Manufacturer narrative:
An instrument check was performed on (B)(6) 2019 and was within specification. The alarm trace does not show an issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Instrument check testing was performed on 06-aug-2019 with acceptable results. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys toxo igg immunoassay result for 1 patient tested on a cobas 8000 e 801 module. The initial toxo igg result was 291 iu/ml. The same patient sample was tested twice on the following day, (B)(6) 2019, with toxo igg results of 0.180 iu/ml and 0.180 iu/ml. The result in question was not reported outside of the laboratory. The toxo igg reagent lot was 394309 with an expiration date that was requested but not provided.